Manufacturer narrative:
DHR could not be reviewed as no part#s and/or lot#s were given. The physician identified that they were not planning on doing a revision surgery to correct this issue.

Event description:
Surgery date is unknown. The distributor identified to the manufacturer that the rod construct had come loose in the iliac region. The products were originally utilized for a revision surgery. The physician spoke with an engineer due to the belief that she though she utilized rods that were too small. The physician was not planning on doing a corrective surgery at this time. No part#s or lot#s were identified to us for review of the DHR.